Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) was able to resolve the issue over the phone with the customer. The iabp unit did not have the battery replacement date saved or updated. The fse walked the customer through the steps of changing and saving the date. No further issues occurred with the unit.

Event description:
It was reported that a battery maintenance required message appeared on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement, thus no adverse event was reported.